Event description:
On (B)(6) 2006, the physician attempted placement of a thoracic stent but could not deploy, so aborted procedure. A cook introducer set peel away 14 fr had been utilized during the procedure. The pt had no known complications and was discharged. On (B)(4) 2010 the hosp received notice from an attorney's office with a picture of a catheter 13.6" (34.5cm) long with one fluted end and one smooth end sealed in a plastic see through package that had been removed from the pt. According to plaintiff a physician at another hosp in (B)(6) performed an aortic catheterization. He discovered a catheter lying in the proximal abdominal aorta. On (B)(6) 2007 the catheter was removed endovascularly at another facility. The consensus after reviewing the catheter is that the catheter in question is alleged to be part of the cook introducer set peel away catheter. Condition of the pt is unk as it was not provided by the reporter.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. The sheath and the dilator are inspected according to procedures to ensure the proximal fitting is securely attached. Based on the info provided, the device retrieved from the pt is not plvn-14.0-38-24-vad5-cvi when describing it as "a catheter 13.6" (34.5cm) long with one fluted end and one smooth end". The reported peel away introducer sheath set is comprised of an introducer sheath and a dilator, neither of which is 34.5cm long nor is fluted at one end. While we have notified appropriate internal personnel of this complaint, risk analysis is not feasible based on the info provided and without confirmed reports of this failure mode for this device.